Manufacturer narrative:
Medical device expiration date: unknown. Medical device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had damaged product issues. The following information was provided by the initial reporter: the customer reported that the syringe barrel on the scale area was cracked.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had damaged product issues. The following information was provided by the initial reporter: the customer reported that the syringe barrel on the scale area was cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-apr-2022. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the barrel on the scale area was cracked and the orange shield was damaged. The returned sample was examined and exhibited a broken barrel and the hub assembly separated from the barrel. Unable to perform DHR check for barrel damaged due to unknown lot number. CAPA#1630423 was initiated. H3 other text : see h.10.